Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up episodes of rv oversensing due to cross-talk of the atrial stimulation on ventricular channel was observed. Programming changes were made. The patient was stable post-event.